Manufacturer narrative:
Imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Imdrf device code a0406 captures the reportable event of suture had multiple knots.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the bands were difficult to deploy. Upon removing the scope along with the device from the patient, the physician noticed that "the wire was very tangled." It was reported that the procedure was completed successfully; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.